Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Suction issues are attributable to poor placement of the suction ring and applanation cone onto the patient's eye, patient physiology (eye anatomy), patient reaction, etc. These issues occur prior to the procedure and as such this type of complaint constitutes a user nuisance and would not result in a serious injury. Reports of suction issues with the laser system and patient interface are patient and user related. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported suction loss during lasik flap creation on two patients. The reporter indicated the patient interface (pi) was exchanged and the procedure was completed. No reported patient harm.